Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced three infusion sets bent cannula events on (B)(6) 2026, with application site issues including skin irritation and blood. The events occurred within one day of insertion. The insertion site was upright. The infusion sets was in use for one day. The blood glucose level was high, and the patient was treated with pumps. The patient replaced infusion sets and resumed insulin successfully. No further information available.